Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic/ pain pelvic area') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure) and endometrial ablation. Previously administered products included for an unreported indication: mirena. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain pelvic area"), hypersensitivity ("allergy ¿ other"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), urinary tract infection ("bladder/urinary problems ¿ uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with alprazolam (xanax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, urinary tract disorder and urinary tract infection had resolved, the vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6)2013, (B)(6)2013. Patient received treatment for pelvic pain abdominal pain, genital bleeding, psych injury, urinary problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded/ no intraperitoneal spill is demonstrated.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-oct-2019: plaintiff fact sheet and medical records received : lot number added. Reporters information, patient details updated. Insertion date updated. Events added- vaginal haemorrhage, menorrhagia, dyspareunia. Event ¿psychological trauma¿ was replaced with events ¿depression, anxiety¿. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic/ pain pelvic area') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure) and endometrial ablation. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain pelvic area"), hypersensitivity ("allergy ¿ other"), urinary tract disorder ("bladder/urinary problems ¿ urinary probs"), urinary tract infection ("bladder/urinary problems ¿ uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with alprazolam (xanax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, urinary tract disorder and urinary tract infection had resolved, the vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013. Patient received treatment for pelvic pain abdominal pain, genital bleeding, psych injury, urinary problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/ no intraperitoneal spill is demonstrated. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, pelvic pain, dysmenorrhea. Batch no b59454, production date 2013-07-26, expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy, other"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems, urinary probs") and urinary tract infection ("bladder/urinary problems, uti"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, hypersensitivity, urinary tract disorder and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatment for pelvic pain abdominal pain, genital bleeding, psych injury, urinary problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received reporter information was added. New event added abdominal pain, genital bleeding, psych injury, urinary problems, allergy, uti. Event outcome added pelvic pain abdominal pain, genital bleeding, urinary problems, uti, allergy. Lab test date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.